Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h.6.

Event description:
Healthcare professional reported in rga "surgical observations: deflated". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on august 28, 2025 with lot number 2077595. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional reported in rga "surgical observations: deflated". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.